Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced right buttock pain and erythema around the wound. The patient was diagnosed with (B)(6). The patient also developed a (B)(6) at the surgical site. The lead was explanted on (B)(6) 2011 and the patient received intravenous and oral antibiotics. The patient's status was unknown.